Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tank holder is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) customer has reported they lost the t handle that screws down onto the helium tank. This was initially reported as: helium tank holder is broken.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) customer has reported they lost the t handle that screws down onto the helium tank. There was no patient involvement reported.

Manufacturer narrative:
Corrected fields: b3, b5, h6(health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and verified that customer lost the t handle that screws down onto the helium tank. Fse states that since the customer lost this part, they had to order and replace on their own. No repair was made by fse, fse provided the customer with a part number to order.fse states this was not covered under the contract due to the customer losing it. They had to order and pay for a new handle. They lost it while changing the helium tank.